Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for three patient samples with a cobas e 801 module. Patient m on (B)(6) 2021, the initial result was 26.9 pg/ml. The patient had subsequent samples tested after with results of 4.3 pg/ml and 6.1 pg/ml respectively. Patient k on (B)(6) 2021, the initial result was 35.7 pg/ml. The repeated result was 57.8 pg/ml. The second repeated result was 93.1 pg/ml. The patient had subsequent samples tested after with results of 3.00 pg/ml with a data flag. Patient l on (B)(6) 2021, the initial result was 39 pg/ml. The initial result from another module was 38.7 pg/ml. The repeated result was 15.9 pg/ml. The repeated result from another module was 14.5 pg/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 50137701 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The initial report stated, "(B)(6): on (B)(6) 2021, the initial result was 39 pg/ml. The initial result from another module was 38.7 pg/ml. The repeated result was 15.9 pg/ml. The repeated result from another module was 14.5 pg/ml." Clarification was received, "(B)(6): on (B)(6)2021, the initial result was 39 pg/ml. The repeated result from another module was 38.7 pg/ml. On a subsequent sample, the initial result was 15.9 pg/ml. The repeated result from another module was 14.5 pg/ml." The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace which contained sample clot detection and abnormal aspiration errors. These are indicators of possible poor sample quality. The customer's sample pre-analytic details were ok. The investigation did not identify a product problem. The cause of the event could not be determined.